Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2019 with the following findings:.during investigation, the black box download verified por event on complaint date of 05/03/2019. The battery compartment cracked from the top above pad to cover part. The battery cap threads damaged/stripped. The pump intermittently powers with the returned battery cap. A test battery cap was used for all testing. Test battery cap attaches securely to pump. Pump exercised 12 hours with no power issues or alarms occurring. Pump opened, and no damage or moisture found to power circuit. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged, the battery cap was unable to tighten to the pump, the battery cap yellow o-ring was visible, the battery cap threads were stripped, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.